Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon was inflated and reached a diameter of 19mm when water began leaking from the balloon. The procedure was completed with the original device as they were able to dilate the patient as needed. There were no patient complications reported as a result of this event.